Event description:
Device report from synthes russia reports an event as follows: it was reported the device was broken. There was no procedure or patient involvement reported. This report is for a stenofix. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Exact date of event is unknown; event occurred sometime in 2022. Complainant part is not expected to be returned for manufacturer review/investigation. Initial reporter is a synthes employee device is not distributed in the united states, but is similar to device marketed in the USA. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was further reported that on (B)(6) 2022 during a surgical intervention on a patient during implantation of the interspinous fixator stenofix 10 mm and fixation of its upper part, the upper left fixing lobe broke off at the base of the implant. The implant was removed and another stenofix 10 mm was placed in its place without incident. The procedure was completed successfully without any surgical delay. The patient and the procedure outcome is reported as normal.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H6: the photo was returned to depuy synthes for evaluation. Visual analysis of the photo revealed that the stenofix siz 10 tan has broken. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed for stenofix siz 10 tan. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. H4, h6: a device history record (DHR) review was conducted: product code: 04.630.510s. Lot number: 90p8730. Manufacturing site: mezzovico. Release to warehouse date: 11 mar 2021. Expiration date: 01 mar 2031. A manufacturing record evaluation was performed for the sterile lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. A1: there was patient involvement; however patient information is unknown.